Event description:
During procedure, the physician experienced difficulties retracting the catheter from the graft. It became necessary to dismantle the handle to reduce the device profile and extract it from the body. A stent was deployed in the ipsilateral side, a wall stent deployed in the contralateral side. Procedure finished with no further incidents.